Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump gave a series of short beeps and then a long continuous beep so the she changed the battery and then the display remained blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 137 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.